Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer's blood glucose was 307 mg/dl. Reportedly, customer reverted to alternate insulin method.